Event description:
It was reported following angio-seal device deployment, the tension spring was placed for 45 minutes. The puncture site began to bleed when the patient was on bedrest; the amount of blood loss was not confirmed. Manual pressure was applied to achieve hemostasis. The patient was reportedly recovering and was discharged (date and time unknown) with no further complications. The physician stated the puncture site was high and may have damaged the inguinal causing bleeding. It should be noted this event occurred during the angio-seal certification process.